Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
When preparing for a inferior vena cava filter retrieval procedure, the package for the sheath was opened and it was noticed that there was a crack in the very tip of the dilator. A second sheath of the same lot was opened and the same issue was noted. The procedure was completed with the second dilator with out issue. The filter was successfully removed with out any further issue. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.